Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over a year. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6)2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.